Event description:
It was reported that the patient presented to the ER after receiving a patient notifier for hv lead impedance out of range for a recently implanted device and lead. Chest x-ray was performed and no lead anomalies were observed. During device revision procedure, blood clot was found in the header when the lead was removed. The clot was cleaned and the lead was re-inserted into the header. All impedance measurements were normal.

Event description:
It was reported that the patient presented to the ER after receiving a patient notifier for hv lead impedance out of range for a recently implanted device and lead. Chest x-ray was performed and no lead anomalies were observed. During device revision proc

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.